Event description:
Reported issue: ((B)(6)2020 , the package was found broken during inspection. It involved 3 pieces. All devices have a sterility breach. Defects found during the same exact inspection at the same time. The outer box was not damaged.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.